Event description:
In 2006, a customer informed kimberly-clark piq of an incident involving a nurse who experienced an anaphylactic reaction while wearing the kimberly-clark anti-fog surgical mask. On july 18, 2006, the dr who treated the nurse called kimberly-clark piq and asked to speak with the product safety group to obtain more info about the product. The dr reported that he treated the nurse, but provided no details about the treatment other than to say that the pt's condition improved and "she is fine". He also commented that this her second reaction while wearing the mask. On the following day, kimberly-clark product safety provided the dr with a list of ingredients in the mask so as to identify the possible offending substance. In a f/u email on july 20, 2006, product safety provided the dr with a review of the complaint history which documented a very low level of medical incidents reported for this mask and suggested the possibility of an idiosyncratic reaction.